Event description:
Additional information received indicated the lead was explanted and discarded. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
During a follow-up in clinic, a pocket erosion was noted at the device implant site. The device was explanted, the right ventricular (rv) lead was capped, and the right atrial (ra) lead was capped. Furthermore, the implant site was cleaned and antibiotics were given to the patient. A culture was performed and confirmed staphylococcus aureus. The rv and ra leads are pending explant. The patient was stable. Related manufacturer report number: 2017865-2021-37770. Related manufacturer report number: 2017865-2021-37603.